Event description:
After using the philips dreamstation I was having breathing problems. Doctor diagnosed pleurisy. I have noticed small black debris in my mask on many occasions but I didn't think it was coming from the machine. I would just clean my mask out and continue to use. FDA safety report ID # (B)(4).